Event description:
It was reported the stent couldn't be deployed; that it only unsheathed partially during popliteal procedure (off-label use). The entire system was removed & replaced with another of the same kind. No further complications were reported.